Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an anastomosis shunt in a moderately tortuous vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The first dilation was done at 10 atmospheres, the second and third dilations were done at 14 atmospheres. However, during the fourth inflation at 14 atmospheres after 30 seconds, the balloon ruptured. The procedure was completed with another sterling balloon catheter. No patient complications were reported.